Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients leads has high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
The reported ¿high impedance¿ issue was confirmed. Analysis of lead a found that multiple internal wires were broken. The root cause of the fractures is unknown as there were no reports of falls, trauma or accidents made by the patient prior to the allegation.